Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity and mild calcification. The 2.75 x 38 mm xience prime device was advanced to the lesion. After inflation of the stent delivery system (sds) balloon, it was realized that there was no stent on the sds balloon. Therefore, another xience prime stent was implanted instead. No adverse patient effects were reported. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.